Event description:
It was reported that during an unknown procedure, the stapler was loose and falling out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 7/17/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: what was the position of the firing knob when the cartridge was loaded? Answer: seated in the correct position at the ¿home¿ / ¿bottom¿ portion of the stapler. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2025. Additional information fired stapler and bowel was not fully to distal end. Staples were loose when firing and were falling into the patient and have to be retrieved from the patient during the procedure. Questions- where were the staples deployed? Staples falling out even before firing and staples fell out after firing. The surgeon felt that the staples falling out were more than usual. Were there staples seen while the device was still clamped? Yes were the staples formed? Mostly.